Manufacturer narrative:
Date of report: 26aug2021. (B)(6).

Event description:
The customer reported error ¿343 battery faulty or missing¿. Patient involvement information is currently unknown but has been requested. There was no report of patient or user harm.

Manufacturer narrative:
B4:31aug2021. Based on information received, it has been identified that MFR report#: 2031642-2021-03585 is the correct report and is the primary complaint. MFR report#: 2031642-2021-04706 has been identified to be the duplicate and should be nulled.